Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was patient representative reported that on april (B)(6) 2025 the patient saw doctor at the university and the medtronic representative was there and they did some playing around with the device settings. Patient representative said the reason for the call was that ever since the programming session the implant battery had depleted more quickly than it had before. Pt typically charges once a week on wednesday and implant would be at 60%. Pt rep said this wednesday the implant battery was almost depleted (therapy was still on) but that the battery had gone down very fast. Ps reviewed how settings on dbs can effect implant depletion rate. Pt rep said pt had a few light falls but nothing "traumatic" and didn't think that had impacted anything. Ps redirected patient to fu with hcp in that had recently programmed pt to see if these new settings could impact implant depletion rate in the way patient was seeing. Ps reviewed that if hcp in did not think settings were cause of the implant battery depletion rate increasing then pt would need to fu with local managing hcp regarding implant. Pt rep said that wireless recharger was functioning like normal and implant battery was now back up to 60%. Ps sent message to mdt rep in requesting rep call pt to fu per pt's request. Pt also mentioned that they had a handset but not a communicator. Pt rep said box that handset came in was already opened and they think communicator could've been lost at hospital. Ps emailed repair to send replacement communicator, pt rep may call for assistance setting up new communicator. Patient was successful to pair the new communicator with ins.